Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that oil was coming out of the product while testing. There was patient involvement or adverse consequences related to this event.